Event description:
It was reported to philips that the system displayed an alert indicating that x-ray was not possible. The system's host computer was unable to communicate with the image processing computer, preventing the system from booting up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the system was not starting. Despite an attempt to restart the system, the issue continued. A review of the system logfiles found a malfunction with the ippc (image processing pc). Upon troubleshooting actions, the fse identified the ippc was not powered on. While the fse manually powered on the ippc, this did not resolve the problem. To resolve the issue, the fse replaced the ippc and hard disks, installed software and recreated the image store. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.